Event description:
It was reported that the patient felt heating in the device pocket. The company representative was unable to interrogate the device. It was explanted and returned. The device tested out of specification during manufacturer's analysis. No further patient complications were reported as a result of this event.